Event description:
Facility is planning to use electrodes in a research study involving the elderly population. When rptr tested the device, redness and welts were experienced on the chest area. The reaction was within 40 mins of use.